Event description:
Olympus medical systems corp. (Omsc) was informed by the facility that during the surgery using three devices, the knife wires of three devices were broken and fell off inside the patient. The fragments were retrieved. The user did not finish the procedure. There was no patient injury reported. This is the second one of three reports. The devices were used in combination with tjf-q180v.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. The pictures of the device were provided by the distributor. Therefore, the investigation was implemented on the basis of the picture. The provided picture of the device revealed the breakage of the cutting wire. The broken portion of one side was scorched and melted. The picture of the broken portion of another side was not provided. The manufacturing record was reviewed and found no irregularities. This event has already occurred in the past. Based on the result of a previous similar complaint investigation, it is possible to predict the cause of the reported event. Therefore, it was determined that the investigation by using devices of similar structure or similar devices was not necessary. Based on the similar complaint investigation results in the past, it is possible that an electrical discharge might have occurred in one of these following situations. This caused the cutting wire to become hot instantly. As a result, the cutting wire broke. A. High frequency current was conducted between the cutting wire and the tissue at the point of contact, or high frequency current was conducted when they were being close to each other. B. Hight frequency current was conducted between the cutting wire and the distal end of the endoscope at the point of contact, or high frequency current was conducted when they are being close to each other. C. Due to raising the forceps elevator, the cutting wire at the torn area of the coated portion of the wire and the distal end of the endoscope came into contact. Under these circumstances, high frequency current was conducted. If the reported event had occurred in the case of description "c", a likely mechanism causing the tear of the coated portion of the wire might be the following: 1. The slider was pushed more than needed causing the cutting wire to deflect. 2. The deflected coated portion of the cutting wire and the metal part of the distal end of the endoscope came into contact when the forceps elevator was raised. 3. The tube was moved back and forth in the situation of description "2", causing the metal part of the distal end of the endoscope to scratch the coated portion of the wire. As a result, the coated portion of the wire was ruptured. During energization, accidental discharge might have occurred at two points in the cutting wire at the same time. This might have caused the cutting wire to detach. The above device handling has warned in the instruction manual.